Event description:
Customer was hospitalized for dka. Customer stated that her blood glucose levels were fine at bedtime. Customer woke up with high blood glucose levels that didn't register on her meter. Troubleshooting was done and pump passed the prime test. Found that the time was set incorrectly to p.m. Instead of a.m. Customer was assisted with the time change and customer was confident that the pump was functioning properly.